Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had an infection and was partially paralyzed. The patient was given IV antibiotics and the device was removed. The patient has recovered with no sequelae. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful.